Event description:
Patient reported the infusion device "doesn't work well," and this has resulted in elevated blood glucose. Patient's blood glucose was 380 mg/dl on (B)(6) 2011 after lunch, and blood glucose remained elevated above 200 mg/dl on (B)(6) 2011. He disconnected the infusion set and delivered a bolus and noticed that insulin did not flow. The infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.